Event description:
It was reported that during a lap chole procedure, the surgeon reported that the clips were "popping" off. The hospital did not save the device and the rep was not in the room. There were no patient consequences. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.